Manufacturer narrative:
The device was not received for evaluation; therefore no physical analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. At this time it is not possible to assign a definitive root cause for the event as reported. The warnings section of the device instructions for use (dfu) states "do not attempt to use the zipwire hydrophilic guide wire if it has been bent, kinked or damaged. Use of a damage wire may result in damage to the vessel or release of wire fragments into the vessel". Also noted in the warnings section of the device instructions for use (dfu), "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the zipwire hydrophilic guide wire and or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel". At this time it is not possible to assign a definitive root cause for this event as reported. It was reported that the patient information is not available. If there is any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
It was reported that it appears that the outer layer of the wire had sheared off. It is unclear if it came out of the packaging like this or if it entered the patient intact and sheared off while operating inside the patient. The patient is okay.

Manufacturer narrative:
Event and the device code in adverse event problem were updated to reflect the additional information received from the distributor . Although the additional information indicates that the product was returned to the vendor, the zipwire device was not received for evaluation at the time of this report. At this time it is not possible to assign a definitive root cause for this event as reported. The complaint is non-verifiable as the product was not returned for evaluation. Based on the additional information it appears that clinical and/or procedural factors have impacted on the event as reported. If any further relevant informaiton is provided, a follow up medwatch report will be submitted.

Event description:
Additional event information: right popliteal and tibioperoneal trunk atherectomy procedure when surgical team noticed the balkin 6 fr introducer tip looked unusual under fluoroscopy. Introducer withdrawn, noticed wire was advanced past coating. Case continued with new sets of wire. It was determined that there was no missing tip but the internal wire advanced past the coating. Product was returned to vendor; pending further information.

Manufacturer narrative:
Event includes the additional information received from the distributor clarifying that there was no damage noted to the device prior to use and that no portion of the wire remained inside the patient. If any further relevant informaiton is provided, a follow up medwatch report will be submitted.

Event description:
Additional information via email dated march 02, 2019 reported that there was no damage noted to the zipwire device prior to use and that no portion of the wire remained inside the patient.